Event description:
It was reported during a bilateral salpingo-oophorectomy the atw35 could not be opened to place on tissue after it had been introduced through the trocar on the third firing. Another instrument was opened and the procedure was completed.